Manufacturer narrative:
Sample analysis: the delivery pusher was returned and analysis with the implant coil partially attached. During the evaluation, the coil fell off and detached from the delivery pusher. Examination revealed the delivery pusher had evidence of thermal detachment attempted. However, the cause for the non-detachment could not be determined. (B)(4).

Event description:
Coiling treatment was conducted of an aneurysm. It was reported that the coil could not be detached. The coil was retrieved using a goose neck snare successfully. No injury was reported with the patient as a result of the procedure.